Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality. Images 'whiting' out.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the image processor pcb with the backplane and restored iq. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.